Event description:
It was reported that a spectrum pump caught fire during infusion. This occurred in the intensive care unit. The patient was on life support, including a ventilator. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the pump was purchased from a third party. The customer reported that they suspected the cause of the event to be related to the battery. Multiple attempts have been made to the reporter to return the pump for evaluation; however there has been no indication that the device will be returned. The reporter provided photos of the wireless battery module (wbm) which showed the burned circuit on the wbm battery cell and the extension cord. No additional information is available. H10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The customer reported that they suspected the cause of the pump fire to be related to the battery from a third party manufacturer (unipower). The device was not returned. An actual sample analysis could not be completed. Photo samples of the wireless battery module were provided for evaluation. The photos were inspected and showed evidence of the burned circuit on the cell and extension cord. The photos confirmed that the non-baxter manufacturer used an unapproved battery cell from a non-baxter supplier. Should additional relevant information become available, a supplemental report will be submitted.